Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose on two occasions. The blood glucose reading was 34 mg/dl on the first event, but the reading for the second event was not known. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. In additional, it is stated that the customer had been excercising extensively and losing weight. Advised the customer to speak with the doctor about possibly adjusting the insulin pump settings due to all the exercise. Nothing further was reported.